Event description:
According to the information there was a reservoir pump malfunction. According to the available information this inflatable penile prosthesis was implanted in 2000 and revised about 6 years later due to a pump reservoir malfunction. Additional information recevied from the physician indicated that there was spontaneous inflation of the device.